Event description:
It was reported that there was a problem with impedances and the pt was getting pocket stimulation when the implantable neurostimulator (ins) was on. The pt was currently programmed at c+/2-, 1.5v. There was question marks (???) In results when impedances were run at default 1.5v, 210 pw, 31hz, on the 0/2, 0/3 combinations. It was recommended to increase the default test values to 2.0v and re-run the test. All combination with 0 had impedance reading of 2247 ohms, <15 ma at this level. The only good pairs to choose from were 1/2 and 1/3 but when this was programmed, it didn't get stimulation into the low back area where pt needed it. Programming 1-/2+ reduced stimulation that the pt was feeling in the pocket. The device was reprogrammed to 1-, 2+, 3+, however, stimulation did not reach the pt's lower back. They were reluctant to use the 0 contact as impedances were elevated at 2247. The physician felt the impedances were probably related to scar tissue, as the lead had been implanted for greater than 10 years. The dr felt a revision of the lead was not in pt's best interest. The dr offered the pt several options such as rhizotomy or pain pump. The device will not be returned for analysis. The pt was reprogrammed to pull stimulation out of the pocket by reconfiguring the electrodes and decreasing the pulse width. The pt did state that she got some stimulation to the lower back with certain positions.

Manufacturer narrative:
(B) (4).